Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, necrosis was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler could not be reviewed as lot number was not reported.

Event description:
A (B)(6) physician reported that a female patient was injected with 3 ml of radiesse into the forehead on (B)(6) 2016. The radiesse was mixed with 2 ml of lidocaine. The patient was injected with an equal dose of radiesse on each side by two different physicians. A 27 gauge needle was used for the left site and a 25 gauge cannula was used for the right site. The patient verbally expressed no discomfort during the injection or post injection. The patient's medical history was reported as none. This was her first treatment with filler. Post injection on (B)(6) 2016, the patient presented with minor swelling at the injection site. On (B)(6) 2016, two days later, the patient presented with persistent pain and swelling at the right injection site and returned to the clinic for follow-up. The injector prescribed intravenous cefazolin 1 vial, deca 2 ml, keto 1 ampoule, and oral keflex, ponstan, and supragel three times daily for three days. On (B)(6) 2016, the patient's symptoms were not relieved. Her right forehead injection site remained swollen and her scalp showed pustules, redness and pain. The physician diagnosed patient with a minor vascular event. Corrective treatment included intravenous cefazolin 500 mg, intravenous fluid gentamycin 80 mg and decal 1 ml, oral doxycycline 1 tablet, prednisolone 1 tablet, and supragel 1 tablet three times a day for 3 days. The physician checked the scalp vessel refill and found that the scalp circulation was not affected. He suggested patient continue on antibiotic treatment and observation for the next few days. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of mild intensity and related to radiesse. Follow-up information was received on 19-jul-2016: the event of scarring alopecia was added. The patient continued the treatment with antibiotics. She experienced loss of hair. A dermatologist diagnosed her with scarring alopecia. He advised her to wait 3 months to see if the hair would grow back. Follow-up information was received on 02-aug-2016: the event of necrosis was added. Due to this information, the case was upgraded to serious. It was clarified that the physician performed capillary refill test for the scalp to see if the blood supply of the scalp was affected or not. Due to this information, the name of the test was changed from scalp vessel refill test to capillary refill test. The reporter confirmed a diagnosis of necrosis. Corrective treatment was clarified as IV cefazolin 500mg, ivf gentamycin 80mg, decal 1cc, po doxycycline 1 tab, prednisolone 1 tab, supragel 1 tab three times daily for 3 days since (B)(6) 2016. She was not submitted to hyperbaric oxygen therapy as previously reported. After visiting the dermatologist, the patient was recovering well. The affected scalp area recovered and the loss of hair condition has resolved as well. Due to this information, overall outcome was changed to resolved.